Event description:
It was reported that (1) device was used during a hiatus hernia repair. It was reported by the affiliate that the lcsk5 scissors did not coagulate the tissue even though the device was assembled correctly. Another instrument was used to complete the case. There was no consequence to the pt.